Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system shut down. There was no pt injury or death reported.